Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed a rash, redness, blisters, infection, and swelling extending beyond the patch perimeter. The patient had itching sensation in the area. On (B)(6) 2024, the patient called back to report he consulted a physician ((B)(6) 2024) who collected (scraped) a sample from the reaction site for a wound bacteria culture test. The patient was diagnosed with an unspecified infection and was prescribed a course of oral antibiotic medication (doxycycline 100 mg, two times per day for seven days) and an unspecified topical steroid cream (as needed for flare ups). At the time of the follow up report the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).